Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient stated it quit working. The patient clarified they were not feeling stimulation. The patient stated they are able to connect with their external equipment to the implant and they have been able to charge the implant. The patient stated a few weeks ago they went to a chiropractor appointment and they had them laid down on a drop table and they were wondering if something broke because they couldn't remember if it worked after that or not. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.